Manufacturer narrative:
At a later date, a manufacturer representative went to the site to test the equipment for another issue. Testing revealed that the axiem box was functional with a different internal power/communication cable from another system. Thus, the replacement axiem box was returned unused. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the axiem box was not working. This issue was noticed pre-operatively. The axiem box powered on with a green light, but none of the ports would recognize instruments. The system was rebooted without resolution. The site used their other axiem box, thus resolving the issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: the axiem power data cable was returned to the manufacturer. Analysis of the returned part was documented in a separate MDR, 1723170-2018-05629. If information is provided in the future, a supplemental report will be issued.